Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined; however, thrombosis is listed in the IFU as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted. However, while crossing the septum, a clot was observed in the left atrium (la). The clot appeared to be attached to the la septum and not on the sgc. Therefore, the sgc was removed from the patient and the procedure was discontinued with no clips implanted. It was noted that the patient did not have any complications post procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.